Event description:
It was reported to boston scientific corporation that an advantage fit transvaginal sling system was used during a sling placement procedure on (B)(6) 2011 to treat stress urinary incontinence (sui) . According to the complainant, the patient experienced complications but the exact nature and date of onset of the complications are unknown. All other information is unknown and reportedly unavailable.